Event description:
A coronary angiogram was performed due to an abnormal electrocariogram. Post procedure, a left femoral angiogram confirmed sheath placement, followed by an angio-seal deployment to seal the arteriotomy site. The patient was started on heparin post procedure for treatment of pre-existing deep vein thrombosis. The following day, a CT scan revealed a growing hematomia in the groin at the angio-seal site. The patient was taken to surgery for evacuation of the hematoma followed by a vena cava filter placement. The patient experienced blood loss post procedure and returned to surgery the same day; a small hematoma was present. The patient developed disseminated intravascular coagulation, adult respiratory distress syndrome, and expired the following morning.